Manufacturer narrative:
P-cap locked properly during testing. Unit powered up normally after battery installation. Vibration and tone volume were tested at levels 1 through 5 and alarmed properly. Unit passed self test. Unit was successfully downloaded to carelink and thump. Pump download history was reviewed for any relevant alarms. No alarms were verified in pump download history. No alarms during testing. Unit was cut open for visual inspection of electronic stack and motor assembly. No anomalies noted. Unit also received with pillowing keypad overlay. Vibrate and audio tone were working properly. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported a vibrate anomaly. Ran a self-test and the pump did not vibrate during the test. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.